Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).

Event description:
It was reported that patient experienced a suspected infection and had a small wound near the ipg site. As a result, the patient was hospitalized and surgical intervention was undertaken wherein the patients system was explanted to address the issue. Patient was administered IV antibiotics to address the issue.